Manufacturer narrative:
Product event summary: the product, flexcath advance sheath 4fc12 with lot number 90471-48., was returned and analyzed. Visual inspection showed the shaft was kinked at 1.46 inches (3.70 centimeters) from the tip. The reported air ingress could not be reproduced; multiple aspirations and injections were performed with no air bubbles or leaks. The hemostatic valve and assembly were leak tight. In conclusion, the reported air ingress was not confirmed through testing. The sheath failed returned product inspection due to a shaft kink. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was introduced into the valve of the sheath. The sheath was replaced and the procedure was completed with the cryo console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.